Event description:
According to the reporter, there was a high baseline study. The study was sent in for review. The review was done and it was determined that the study had a lot of artifact due to the ph going above 9. There are still areas of reflux in the recorder. A replacement capsule was requested. There was no patient or user harm, however, it was unknown if the procedure would be repeated so it was assumed that one was or could be.